Manufacturer narrative:
Eval summary: the product was returned for analysis and the reported complaint was not observed. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Results from the product history record review indicated the product met release criteria. Additional observations were as follows: lens returned positioned incorrectly in an unlabeled lens case. Blood and solution are dried on the lens. One haptic is bent/deformed at the gusset area due to the condition of the returned sample. The optic is torn/split (cut) through the center of the optic. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. The optic also has a stutter scratches typically occur when the lens is advanced too rapidly in the cartridge and/or when the lens is not positioned correctly in the cartridge and/or with an insufficient quantity of lubricating solution. Alcon is unable to confirm the reported complaint. The lens is torn/split (cut) through the center of the optic. Due to this damage, a functional test (lens bench) to check the power and resolution of the lens could not be conducted due to the condition of the returned sample. A stutter scratch was also observed on the optic. Stutter scratches typically result when the lens is advanced too rapidly in the cartridge and/or when the lens is not positioned correctly in the cartridge and/or with an insufficient quantity of lubricating solution. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) implant surgery, the surgeon experienced an unexpected refractive outcome. The surgeon suspected that there is a problem associated with the implanted iol. On (B)(6) 2014, the surgeon explanted the iol and replaced it by another one. Additional info has been requested.